Manufacturer narrative:
No additional information is currently available. No sample was returned for evaluation. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium

Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving a tricuspid valve fabricated from cormatrix ecm material. Details of the event are provided below. It was reported that a patient underwent a tricuspid valve replacement with a valve fabricated from cormatrix ecm material. The valve later dehisced at two out of three papillary muscle attachments. The valve was removed on (B)(6) 2014 and replaced with a new bioprosthetic valve. The patient was reported as in good condition following secondary surgery. Although exact product information is unavailable, the valve was likely fabricated from the cormatrix ecm for pericardial closure. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. The is an off-label use of the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium.